Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg)level of 550 mg/dl, diabetic ketoacidosis, and vomiting. Reportedly, customer is a brittle diabetic, and overcorrected for a prior bg level. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Customer declined further troubleshooting, or to perform a system check with tandem technical support.